Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular lead exhibited loss of capture. It was confirmed under chest x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was asymptomatic during the event and was stable after the procedure.